Event description:
A customer contacted global technical service (gts) reporting a system error 2240/2367 (air in set) during dwell 1 on the homechoice (hc) and the clamp was open. The home patient (hp) was calling for a check supply line alarm during prime, but stated that they had already started their initial drain and had gone to bed. The technical service representative (tsr) had the hp check the alarm log. Before getting multiple check supply line alarm in prime, there was a system error 2240 and 2367. The hp stated when the alarm sounded that woke them up, they noticed that the unused supply line was connected to their drain bag somehow and the clamp was open. The tsr explained the system error and then advised to never continue therapy if they notice that the supply line is connected to the drain bag on the floor. The tsr explained that the supplies were compromised and that the hp would need to start over with new supplies. The tsr advised the hp to call the registered nurse (rn) as soon as possible and inform them of what happened. The hp understood the explanations, cleared the alarms, and would start over with new supplies and call the rn. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 was confirmed and the root cause was determined to be use error, due to an open clamp. Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.